Event description:
It was reported that on (B)(6) 2024, a 25mm sjm masters series mechanical heart valve was chosen for implant. During device preparation, the leaflet movement was tested by abbott soft pen, and leaflets were moving normally when tested. The valve was implanted, and it was noted that one leaflet did not move. The valve was explanted and replaced with a 27mm sjm masters series mechanical heart valve. After the explant, the leaflet was moving properly when tested. The patient remained hemodynamically stable throughout the procedure. The patient required longer intermediate surgical unit (isu) stay due to respiratory failure. The patient was reported as stable.

Manufacturer narrative:
Additional information was received that the patient experienced a serious injury.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 july 2024, a 25mm sjm masters series mechanical heart valve was chosen for implant. The valve was implanted, and it was noted that one leaflet did not move. The valve was explanted and replaced with a 27mm sjm masters series mechanical heart valve. There were no adverse patient effects were reported. The patient was reported as stable.

Manufacturer narrative:
An event abnormal opening and closing of the valve leaflets after implantation was reported. It was indicated that the leaflets moved normally when tested during device preparation and that after explant the leaflets were moving normally. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm sjm masters series mechanical heart valve was chosen for implant. During device preparation, the leaflet movement was tested by abbott soft pen, and leaflets were moving normally when tested. The valve was implanted, and it was noted that one leaflet did not move. The valve was explanted and replaced with a 27mm sjm masters series mechanical heart valve. After the explant, the leaflet was moving properly when tested. The patient remained hemodynamically stable throughout the procedure. The patient required longer intermediate surgical unit (isu) stay due to respiratory failure. The patient was reported as stable.